Event description:
It was reported that the device was undersensing ventricular events. The patient was undergoing dialysis treatment at the time when, svt and nsln episodes were stored due to vf and pvcs intermittently being undersensed by the discriminator channel. Unersensing continued when a return to sinus and nsln was detected. The patient remained in vf and eventually expired.

Manufacturer narrative:
Additional investigation indicate there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrated low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.